Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect component, an avea gas delivery engine (gde), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a failed o2 blender.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported during pre-use, the avea ventilator failed the oxygen calibration test. It was also reported, when the customer used an external oxygen (o2) analyzer as a reference, the fractional of inspired oxygen (fio2) delivery from the blender was out of specification. It was reported that there was no patient involvement or harm/injury.